Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Event description:
It was reported that the needle did not retract. I had an issue with the automatic push-button needle retraction safety mechanism at work today. The needle did not retract into the protective chamber when the safety button was depressed. Additional information 3/13/2026: the issue happened when I was visiting the patient's home and using the product to start an IV. Supplies shipped by accredo. No injury to me, but I did end up having to restart the IV on the patient (extra needle stick) date of event: 11-03-2026 the needle did not retract at all when the white button was pressed. The needle not move at all after pressing the button.

Manufacturer narrative:
The complaint that the needle did not retract was confirmed from the video that was provided for investigation. The video showed a needle from an insyte autoguard device. The video demonstrated what appeared to be the button being pressed multiple times to activate the safety mechanism. The needle did not retract when the button was pressed, which was consistent with adhesive bonding the needle hub to the safety mechanism. No other similar complaints were reported from the implicated lot. The manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.